Event description:
Report received of an epidural catheter leaking with observation of a hole in the catheter upon removal. The customer states that the epidural catheter was placed in the thoracic spine area and there was no report of any problem or difficulty with the insertion. The epidural catheter remained in place five days. The reporter states that on the fifth day the dressing was soaked and rptr assumed there was a leak at skin level at the insertion site. Upon removal of the catheter, "there was a lot of resistance." With gentle persistence, the catheter came out intact. The medication was still running and a hole was observed at the bend or turn of the catheter where it is positioned just below the epidural space. The pain management therapy had not been compromised, the pt was comfortable during the five day therapy. The pt was no longer needed that level of pain management, so another catheter was not placed. Although requested, it was unknown to the reporter the pain medication infusing or the pt age. Add'l pt info was requested, but no further info was available.